Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 583 mg/dl at time of hospitalization and was given an intravenous insulin drip while in the hospital. Customer declined troubleshooting. Advised customer to monitor device for any issues. Customer's blood glucose level was not known at time of reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.